Event description:
Pt participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l4 and l5 with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Postoperatively, pt experienced pain, requiring radiofrequency. This is report 12 of 14 for this event. This report is for the screw head at l5.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.